Manufacturer narrative:
The olympus endoscopy support specialist (ess) found the customer¿s suction machine had not been working and aspiration steps were not being performed during manual cleaning. Ess was told the suction machine would be repaired and they did not have a spare unit. Ess explained aspirating detergent solution during manual cleaning. The ess provided training on pre-cleaning, leak test, manual cleaning, and storage. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer will be high level disinfecting their scopes. The customer was made aware that they will have to contact the manufacturer of the products for their instructions and guidelines. The customer provided a return demonstration of leak testing and manual cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for evis exera iii colonovideoscopes and evis exera iii gastrointestinal videoscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scopes were being reprocessed incorrectly. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the user facility staff was less trained in device handling and reprocessing, which caused the suggested event. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says to aspirate during manual cleaning in the following item: ¿5.5 manually cleaning the endoscope and accessories: aspirate detergent solution through the instrument channel and the suction channel¿ olympus will continue to monitor field performance for this device.